Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, the device was out of its original packaging and drops of saline water in the suture. The suture appeared to be frayed. A manufacturing record evaluation was performed for the finished device lot number: 107l032, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Correction h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary only the suture violet orthocord was received to mitek for evaluation. Mitek then conducted visual inspection of device received. The suture violet orthocord was reiceved for evaluation and the rest of the device was not returned. Upon visual inspection, the suture was damage, it was frayed. The device was not received in its original packaging. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 107l032, and no nonconformances were identified. A manufacturing investigation was performed; as a result, there are different procedures to inspect the packaging to avoid particles (standard work specification for healix br 3 sutures product, product pouching procedure, product pouch labeling procedures, card/gripper assembly, desiccating, tray setting, shaft/handle assembly, anchor/suture assembly healix advance suture codes, product assembly, control of the assembly of products in production). According to the control in production, 100% control of assembly of suture according to the procedure sws rev:6. In this step the suture needs to have a good condition to insert 2 threads into the loop closest to the end of the shaft and pull the grasping suture with the handle until they lock at the entrance of the shaft. 100% degradation control on the suture and anchor according to the procedure sws-0605 rev:7 was mentioned that it is necessary to check the order of the sutures: the purple or blue suture should be between the rough sutures, the anchor should not be cracked, and the sutures should not be tight; also, check that the stitches are aligned with the opening of the shaft. On the whole piece points to check. The order of the sutures: the purple or blue suture must be in the middle. An in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also pert tm-tme0091 rev aw. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. The effect of the defective suture was evaluated in wi-6474 rev y by combining the probability and occurrence levels on 69 411 parts produced since 2020 for each defect, with a ratio of 1 in 150,000, we obtain ranking 2 (= improbable), this risk is acceptable. If the ¿defective suture.¿ it cannot be related to a problem occurring during the manufacturing process, it must be related either to handling by the user. No information was provided on how or when the failure has occurred; therefore, a definite root cause cannot be established. Based on the condition of the suture received, the possible root cause could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture. The fraying found on the returned suture could be an indication of this. As per IFU: apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in south korea that during an unknown procedure on (B)(6) 2023, it was observed that the 4.5 healix advance br 3 suture anchor w/ orthocord device was frayed. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.